Manufacturer narrative:
A specific root cause could not be identified. It was noted the customer was using 13 mm diameter tubes without tube adapters. Due to insufficient data, no further investigation was possible. No adverse events were reported.

Event description:
The customer has been receiving questionably low results for multiple reagents on their cobas c501 analyzer. The customer received a discrepant albumin gen.2 result that was reported outside the laboratory. The customer repeated the test on the same analyzer and reported those results outside the laboratory. The initial result was 0.1g/dl. The repeat result was 4.4 g/dl. The patient was not adversely affected by this event. The lot number of the reagent was not provided. The field service representative was unable to determine the cause of this event. He cleaned and checked the sample alignment of the probes. He ran precision check on the analyzer with passing results.